Event description:
This report provides a summary for one (1) malfunction event connected to a reported abutment unable to seat properly at the time of usage. No patient adverse event was reported. No information regarding patient demographics have been provided.

Manufacturer narrative:
This report provides a summary for one (1) malfunction event connected to a reported abutment unable to seat properly at the time of usage. The reported device was not returned for evaluation. Therefore, no conclusion can be drawn that the device malfunctioned. A review of the device history record did not note any non conformance during the manufacturing process. Hence, the reported unit was manufactured to specifications. Since, no product was returned no conclusion can be drawn to the nature of the reported inability to seat properly. (B)(4). Item number: pycma (UDI: (B)(4)).